Event description:
The neobar is a device that holds the endotracheal tube in place for neonatal patients. There are adhesive tabs preassembled onto the bar. The tabs are adhered to the sides of the patient's face to secure the bar. This device is recommended for 5-7 days of use before replacement. In this case the neobar was in place for 12 hours. One end of the neobar malfunctioned in that it came apart from the adhesive tab. As a result there was an accidental extubation. The patient was reintubated again without harm. This malfunction has happened with more than one neobar and with more than one size. Specifically we have experienced the n713 and the n712 models to come apart while in use. The manufacturer has replied that they have an improved product to replace our stock. The adhesive tabs now have a "weld" to prevent the tabs from separating.